Event description:
It was reported that the catheter was wavy,therefore not usable.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation noted 2 opened and unused hydrosil go intermittent catheters were received. Both catheters were not completely straight. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "device description the hydrosil go¿ intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex does not contain dehp indications for use the hydrosil go¿ intermittent urinary catheter is intended for urological use only. It is intended for use by adult female patients for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known warnings this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was wavy, therefore not usable.